Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer alleges that the holes are too big and the screws on the rail are not secured. The pail holder rails are also allegedly coming out of the holes and not staying fixed in.